Manufacturer narrative:
Battery (B)(4). Battery (B)(4): 06/2009. Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (battery/charger faults) was confirmed. Upon evaluation, all three battery tri cells had low voltage (less than 1v). The root cause for the low voltage was defective cells in the battery pack. The root cause of the defective cells cannot be positively determined. Device evaluation of battery pack (B)(4) has been completed. The reported problem (battery/charger faults) was confirmed. Upon evaluation, the battery was found to have defective cells. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. No adverse event resulted from the defective battery packs.

Event description:
A (B)(6) contacted zoll lifecor customer support to report that two batteries experienced battery/charger faults. Replacement battery packs were sent.